Event description:
This report has been filed by mckinley medical after becoming aware of an under infusion associated with an electromechanical ambulatory infusion pump. The initial reporter reported that the underdelivery occurred with the pump during the 5th week of a 6-week chemotherapy regimen. According to the reporter, the 9v battery that powers the pump became disconnected, and the patient went approximately 36 hours without medication. The patient resumed their infusion after they discovered that the pump was not powered on. According to the reporter, there was no harm to the patient. According to the reporter, the battery might have become disconnected after the pump was bumped. However, the patient apparently did not examine the pump after it was bumped. Note that the pump was in its protective pouch during use.